Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-aug-2015 and confirmed that this device was not previously returned for service and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station¿s drawer 2.1 failed and required maintenance. The field service engineer (fse) had readjusted a loose faceplate and drawer that were preventing drawer 2.1 from closing properly. The drawer was tested in the hardware test application (hta), and all results were confirmed as ok. To verify battery functionality, the fse turned off the power switch to engage the backup battery. The station was rebooted to check for system updates. All connected drawers were inspected, and the fse cleaned all in one (aio), biometric identifier (bioid) device, and keyboard cover. In addition, the barcode scanner cradle was tightened. Final tests of the keyboard, bioid, barcode scanner, and all drawers were performed using hta, with all components passing successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer was failed and required maintenance. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer was failed and required maintenance. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.